Event description:
A report was received that the patient's ipg will be replaced for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Additional information was received that the reason for revision was due to inadequate stimulation. The patient underwent a revision procedure wherein the physician assessed that the ipg was functioning properly and high impedances were noted on one of the leads. The physician chose to replace the leads, and did not revise the ipg.

Event description:
A report was received that the patient's ipg will be replaced for an unknown reason.

Manufacturer narrative:
Sc-2218-50 sn (B)(4): the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead, approximately 22.81 cm from the distal end. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint of high impedance. There are no exposed cables. Sc-2218-50 sn (B)(4): the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead, approximately 20.23 cm from the distal end. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint of high impedance. The broken cables are still contained inside the lead body. Sc-4316: visual inspection of the clik anchors revealed that eyelets were torn. There were no missing parts.

Manufacturer narrative:
Clik anchor lot #16094232 sc-4316: visual inspection of the clik anchors revealed that eyelets were torn. There were no missing parts.

Event description:
A report was received that the patient's ipg will be replaced for an unknown reason.

Event description:
A report was received that the patient's ipg will be replaced for an unknown reason.